Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was in the process of being implanted when the surgeon retracted the blue plunger three (3) times shearing the haptic. The lens was partially cut and removed after widening the incision. The patient then underwent an anterior vitrectomy and a new lens was implanted into the sulcus. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Based on the information provided the root cause is related to a failure to follow the dfu. Information was provided that the lens was in the process of being implanted when the surgeon retracted the blue plunger three times, shearing the haptic. The manufacturer internal reference number is: (B)(4).